Manufacturer narrative:
Information contained in this record was previously submitted thru psr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified creases fold, white particles, weight to the specification and no other observation observed. Based on the device analysis the final assessment is that no issues found related with the manufacturing process. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture and seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side capsular contracture baker grade iii, and seroma-late. The device has been explanted.